Event description:
A case of pulmonary vein (pv) that was originally treated with an omnilink elite stent; however, follow up indicated in-stent restenosis (isr) and was treated with an unspecified stent. The patient presented with severe pv stenting caused by radiofrequency ablation. Computed tomography angiography (cta) showed isr in the right upper pulmonary vein (rupv). Pulmonary vein angiography verified severe isr leading to occlusion of rupv. Successful stent-in-stent implanted in rupv. Cta at 1-year follow-up post reintervention showed in-stent patency of rupv. Details are listed in the article, titled "prognosis and management of recurrent stenosis after pulmonary vein stenting". No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6, d6a: dates estimated. D4: the UDI is not known as the part and lot number were not provided. Attachment: article title" "prognosis and management of recurrent stenosis after pulmonary vein stenting".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of stenosis and occlusion are listed in the omnilink elite vascular balloon-expandable stent system, electronic instructions for use as known patient effects for the treatment of atherosclerotic iliac artery lesions. There is no indication of a product quality issue with respect to manufacture, design or labeling.